Manufacturer narrative:
Concomitant medical products: product ID: 3778-75, serial# (B)(4), implanted: (B)(6) 2012, product type: lead. Product ID: 37744, serial# (B)(4), product type: programmer, patient. Product ID: 37082-40, serial# (B)(4), implanted: (B)(6) 2012, product type: extension. Product ID: 37754, serial# (B)(4), product type: recharger. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that the patient experienced intermittent stimulation. It was noted that impedance testing was performed and they were within normal limits.. It was noted that approximately 3 weeks prior to the report, the patient was sitting in a recliner and noticed an increase in pain and he realized that his stimulator was turned off and he had not turned it off. It was noted that the patient tried to turn it on with the patient programmer and had to change the batteries and then it just turned on. A few days later, the patient noticed that it had turned off again and he did not turn it off. It was noted that the implantable neurostimulator (ins) was 75% full. It was noted that the patient was able to turn it back on with the patient programmer. It was noted that the patient was doing fine and was receiving effective therapy. Additional information received reported that no malfunctions were seen and the cause of the issue was not determined. No interventions were taken or planned at the time of the report.

Event description:
When the patient starts recharging his ins, the recharger shuts off the ins. This started happening 3 weeks ago. When this happens the patient has to go get the patient programmer (pp) to turn the ins back on. The patient was not pushing any of the side buttons of the recharger. The patient starts charging his ins when the ins battery level is below half. This happens randomly during recharging. It was later reported on (B)(6) 2014 that the patient narrowed it down to if he turns the light on, on the device that is when it shuts off the ins. The patient has an appointment scheduled next month and will meet with a company representative at his health care providers (hcp) office. The stimulation was working fine. Additional information has been requested.